Event description:
Vertigo. Pain all body. Hair loss. Blurred vision. Eczema. Thyroid issues. Broken nails. Nausea. Yellow skin. Food intolerances. Diarrhea to constipation. Feeling like my body was on fire. Tingling. Numbness. Pain in chest. Unable to move at times from severe pain. Constant respiratory infections. Scalp tenderness. Yellow eyes. Teeth deteriorating. Constant bloating. Pain in belly. Itchy breasts. Pain in hands and fingers like carpal tunnel. Limbs would lock up unable to open or clothes hands at times. Depression. Anxiety. Pain all over body.